Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-sep-2019 with the following findings: a review of the pump black box data indicated frequent low and replace battery alarms in the pump history. During investigation, the pump powered on with a blank display screen. The complaint of a battery life issue was not able to be adequately investigated due to the unrelated blank display screen issue reported on animas medwatch repot number 2531779-2019-04160. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.